Event description:
The customer stated, they rec'd the ausab quantitation panel correction letter from abbott laboratories. The customer requested add'l info regarding the letter. A conference call was performed between the customer and abbott laboratories to discuss the letter. No impact to pt mgmt was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.